Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 26.9 mmol/l. Customer's other blood glucose value was unknown. Customer keeps having loss communication issue. Customer stated the transmitter led blinked on and off. Customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.